Manufacturer narrative:
The console s/n (B)(4) was received at the manufacturer on april 06, 2016. Service repair/system analysis was performed on april 20, 2016: the reported issue of "error 130, 141, 202.11 and 820" were confirmed while intermittent errors noted when booting up the laser after the pm and again next morning. It was noted after these errors were observed, upgrade of boot and main for the lps were installed, tried more reboots until errors were cleared. The master control board was replaced and testing was continued. One of the 13 screws for mcb that provide stability and grounding was noticed to be missing and was also replaced. The system was tested and verified to meet manufacturer's specifications.

Event description:
Additional information: the laser did restart but the doctor didn't want to wait and proceeded with the other modality (button). The patient outcome was good according to the doctor.

Event description:
It was reported that during a bph surgical procedure while lasing "machine stopped and error codes 130, 141, 202.11 and 820" were observed. The procedure was completed with an alternate procedure (button). Patient outcome good reported. No injury to the patient was reported.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. The console s/n (B)(4) was received at the manufacturer on april 06, 2016.